Event description:
Event verbatim [preferred term] uses the neck size to stick where she needed it [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. An (B)(6)-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unspecified frequency for severe spinal stenosis and pulled neck/shoulder muscles. The patient's medical history and concomitant medications were not reported. The patient reported that she was using the heatwrap for severe spinal stenosis and uses the neck size to stick where she needed it from an unspecified date. The patient reported she was hospitalized for using neck size to stick where she needed it, on an unspecified date, and did not receive treatment. No further information pertaining to the patient's hospitalization was provided. The patient reported, "still experiencing." No therapeutic measures were taken as a result of the event. Action taken with the suspect product was unknown. The outcome of the event "used the neck size to stick where she needed" it was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (08nov2017): new information received from a contactable consumer reported in response to non-hcp letter sent in cross referenced case which included that: event hospitalized information, case upgraded to serious, event treatment and outcome. Follow up (22jan2018): new information received from a contactable consumer includes: additional suspect product indications. Amendment: this follow-up is being submitted to amend previously reported information: seriousness and narrative updated, event deleted. Follow-up (08nov2017): this follow-up report is being submitted as a serious, reportable MDR. Seriousness criteria of hospitalization and intervention required selected. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the report of "uses the neck size to stick where she needed it" with hospitalization involved were considered serious and associated with the use of the device. Comment: based on the available information, the report of "uses the neck size to stick where she needed it" with hospitalization involved were considered serious and associated with the use of the device.

Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed (scope: 01feb2016 through 28feb2019 at manufacturing site): (B)(4). None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for nsw 8hr products.there is no further action required. Due to the nature of this event, the severity level is s1 per rpt-(B)(4)"bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp." Version 1.0, effective date: 28sep2018. A return sample was not requested. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw8 products. The adverse events complaint subclass shows an increase in nov2018 thru jan2019. This is a seasonality change in combination with a change in safety¿s procedure wsr-cp001-wi 110, "case processing principles product quality complaint guidance," updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline.

Event description:
Event verbatim [preferred term] uses the neck size to stick where she needed it [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. An 82-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date every day for severe spinal stenosis/ stenosis of the back and pulled neck/shoulder muscles. Lot number was not provided. The patient's medical history and concomitant medications were not reported. The patient reported that she was using the heatwrap for severe spinal stenosis and uses the neck size to stick where she needed it from an unspecified date. The patient reported she was hospitalized for using neck size to stick where she needed it, on an unspecified date, and did not receive treatment. No further information pertaining to the patient's hospitalization was provided. The patient reported, "still experiencing." No therapeutic measures were taken as a result of the event. Action taken with the suspect product was unknown. The outcome of the event "used the neck size to stick where she needed" it was not resolved. Upon follow-up, product quality complaints provided the following investigation information: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed (scope: 01feb2016 through 28feb2019 at manufacturing site): (B)(4). None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for nsw 8hr products.there is no further action required. Due to the nature of this event, the severity level is s1 per rpt-(B)(4) "bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp." Version 1.0, effective date: 28sep2018. A return sample was not requested. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw8 products. The adverse events complaint subclass shows an increase in nov2018 thru jan2019. This is a seasonality change in combination with a change in safety's procedure wsr-cp001-wi 110, "case processing principles product quality complaint guidance," updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Follow-up (08nov2017): new information received from a contactable consumer reported in response to non-hcp letter sent in cross referenced case which included that: event hospitalized information, case upgraded to serious, event treatment and outcome. Follow up (22jan2018): new information received from a contactable consumer includes: additional suspect product indications. Amendment: this follow-up is being submitted to amend previously reported information: seriousness and narrative updated, event deleted. Follow-up (08nov2017): this follow-up report is being submitted as a serious, reportable MDR. Seriousness criteria of hospitalization and intervention required selected. Follow-up (17apr2019): new information from product quality complaints includes: product frequency and investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (09mar2019): follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the available information, the report of "uses the neck size to stick where she needed it" with hospitalization involved were considered serious and associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information, the report of "uses the neck size to stick where she needed it" with hospitalization involved were considered serious and associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.